Event description:
Had the essure implanted in (B)(6) 2014. Bled profusely almost daily for 8 months. Was told this was a depo side effect. Finally stopped bleeding, but still have severe cramping and ongoing back pain which my doctor says is not related to the procedure. I do not believe this as I have not previously had these issues (outside of normal pms cramping).